Event description:
The reporter contacted animas on behalf of her husband (the pt) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the audio bolus button had to be pressed really hard for the pump to respond.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was not responding to audio bolus button presses. The keypad appeared to be intact with no lifting or peeling. The audio bolus button slug was also observed to be misaligned.